Event description:
Hill-rom received a report from the account stating the bed was not communicating with the nurse call system. The bed was located at the account in 10409. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was not connected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician connected the communication cable to resolve the issue. Based on this information, no further action is required.